Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burn on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause for the burn on the distal tip could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.